Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The root cause of this event could not be determined; however, an analyzer related issue, a tropi es reagent issue, or the effect of sample processing could not be ruled out as having contributed to the event. In addition, it is unknown, if the customer processed the affected samples outside the sample collection tube manufacturer's recommendations for centrifugation speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result on a single patient sample (0.43 ng/ml), processed on the vitros 5600 integrated system. The same sample was retested, and the repeat result obtained (<0.012 ng/ml) was believed to be the correct result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory, as the customer has implemented a policy of reflex testing all tropi es result above an unspecified cutoff. There were no reported allegations of patient harm. (B)(4).